Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported to philips that the device stopped pacing when in use on a patient and the device kept saying "pads/leads off." The device was in use on a patient. The user checked all connections when the device was in use and stated everything seemed ¿fine¿. No adverse event to the patient was reported.